Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check, the device was interrogated and found to be at end of service (eos), with observations for charge circuit inactive, and the last full charge time of 20.5 secs from approximately 6 months earlier. It was noted that the device had not been interrogated for many years and had reached recommended replacement time (rrt) approximately 3.5 years earlier. The device was explanted and replaced. No patient complications have been reported as a result of this event.